Manufacturer narrative:
It was initially received via regulatory authority (food and drug administration, reference number: mw5032281) on 21-oct-2013. The most recent information was received on 26-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area so painful"), hypoaesthesia ("numbness in legs/ tingling in feet"), menstruation irregular ("horrible erratic periods/irregular periods"), pain in extremity ("aches in legs/leg pain/sham pain in feet, leg pain"), arthralgia ("aches in hips/sharp pain in hips"), acne pustular ("humungous pustule pimples on back, neck and face/pustule acne"), breast pain ("breast soreness/very painful breasts"), pain ("pain/serious pain/feel achy"), back pain ("chronic back pain/pain in back sometimes during bowel movement or urinate"), muscle spasms ("spasms in back/neurological conditions or problems type: muscle spasms, back spasm, spasms in my tubes"), the second episode of rash macular ("red dots on back and chest"), gait disturbance ("limping when walking"), dysmenorrhoea ("painful periods/labor pain with periods/dysmenorrhea (cramping)"), feeling abnormal ("feeling of being pregnant"), micturition urgency ("pressure to urinate all the time"), weight increased ("gained weight"), weight loss poor ("unable to lose weight"), micturition disorder ("have a lot of uti symptoms all the time but when she gets checked she does not have an uti"), chills ("hormonal changes describe: chills") and lethargy ("feel lethargic") in a 42-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone, appendectomy, hematuria and miscarriage. Concomitant products included diazepam (valium) and naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced chills (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding : vaginal") and menorrhagia ("abnormal bleeding : menorrhagia"). On (B)(6) 2013, 24 days after insertion of essure, the patient experienced breast pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criterion medically significant), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysstasia ("low vitamin unable to stand/sit too long"). In may 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pruritus ("rashes or skin conditions type: itching of breast"), scar ("scarring"), the first episode of rash macular ("rashes/large spots on body - torso"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and muscle spasms (seriousness criterion medically significant). In 2013, the patient experienced urticaria ("hives"), anxiety ("psychological or psychiatric problems condition: anxiety") with stress, disturbance in attention ("unable to concentrate"), acne cystic ("cystic acne"), hypotension ("low blood pressure") and vitamin d decreased ("low vitamin d"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel/nickel allergy"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), acne pustular (seriousness criterion medically significant), the second episode of rash macular (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), micturition urgency (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), weight loss poor (seriousness criterion medically significant), micturition disorder (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), fatigue ("waves of exhaustion/ fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pustular ("large painful pustules"), headache ("migraines / headaches"), paraesthesia ("tingling in feet"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hepatic cyst ("gastrointestinal or digestive system condition type: cyst son my liver"), poor quality sleep ("unable to sleep"), fallopian tube spasm ("spasms in my tube"), abdominal distension ("extreme painful bloating"), abdominal pain ("extreme painful bloating"), mental impairment ("itching breast"), asthenia ("weakness") and burning sensation ("burning sensation"). The patient was treated with minocycline, ibuprofen, cholecalciferol (vitamin d), lansoprazole (prevacid) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia, menstruation irregular, pain in extremity, arthralgia, acne pustular, breast pain, pain, back pain, muscle spasms, the last episode of rash macular, gait disturbance, dysmenorrhoea, feeling abnormal, micturition urgency, weight increased, weight loss poor, micturition disorder, chills, lethargy and fatigue had not resolved, the urinary tract infection had resolved and the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urticaria, female sexual dysfunction, anxiety, disturbance in attention, pruritus, acne cystic, rash pustular, scar, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia, vitamin d decreased, fallopian tube spasm, abdominal distension, abdominal pain, mental impairment, asthenia and burning sensation outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, acne cystic, acne pustular, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, breast pain, burning sensation, chills, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, headache, hepatic cyst, hot flush, hypoaesthesia, hypotension, lethargy, menorrhagia, menstruation irregular, mental impairment, micturition disorder, micturition urgency, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, poor quality sleep, pruritus, rash pustular, scar, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased, weight increased, weight loss poor, the first episode of rash macular and the second episode of rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: heterogeneous uterus probably representing fibroids hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6) 2013: 11 mm intramural mass. Cat scan and other tests do not show it could be anything else MRI, CT scan, x-rays, and blood work - they said the essure did not break. On (B)(6) 2013, changes consistent with tubal ligation and lobular, heterogeneous uterus probably representing underlying fibroids. On (B)(6) 2013, ultrasound pelvis revealed 11 mm intramural mass probably representing small leiomyoma. Findings were most consistent with simple dominant 14 mm left follicle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events unable to think weakness, burning sensation are added. Product, patient & reporter information updated. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032281) on 21-oct-2013. The most recent information was received on 03-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area so painful"), hypoaesthesia ("numbness in legs/ tingling in feet"), menstruation irregular ("horrible erratic periods/irregular periods"), pain in extremity ("aches in legs/leg pain/sham pain in feet, leg pain"), arthralgia ("aches in hips/sharp pain in hips"), acne pustular ("humungous pustule pimples on back, neck and face/pustule acne"), breast pain ("breast soreness/very painful breasts/ breast pain"), pain ("pain/serious pain/feel achy"), back pain ("chronic back pain/pain in back sometimes during bowel movement or urinate"), muscle spasms ("spasms in back/neurological conditions or problems type: muscle spasms, back spasm, spasms in my tubes/ spasms"), the second episode of rash macular ("red dots on back and chest"), gait disturbance ("limping when walking"), dysmenorrhoea ("painful periods/labor pain with periods/dysmenorrhea (cramping)"), feeling abnormal ("feeling of being pregnant"), micturition urgency ("pressure to urinate all the time"), weight increased ("gained weight"), weight loss poor ("unable to lose weight"), micturition disorder ("have a lot of uti symptoms all the time but when she gets checked she does not have an uti"), chills ("hormonal changes describe: chills") and lethargy ("feel lethargic") in a 42-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, hematuria, miscarriage, flank pain and appendectomy. *cat scan and other tests do not show it could be anything else MRI, CT scan, x-rays, and blood work - they said the essure did not break. On (B)(6) 2013, changes consistent with tubal ligation and lobular, heterogeneous uterus probably representing underlying fibroids. On (B)(6) 2013, ultrasound pelvis revealed 11 mm intramural mass probably representing small leiomyoma. Findings were most consistent with simple dominant 14 mm left follicle. On (B)(6) 2013 she performed x-ray pelvis-impression: no evidence for fracture/arthropathy. Concurrent conditions included stomach pain, hepatic mass and menses irregular. Concomitant products included minocycline since (B)(6) 2013 for cyst and scarring, ibuprofen from (B)(6) 2013 to (B)(6) 2014 for nervous system disorder as well as diazepam (valium) since (B)(6) 2013 and naproxen sodium (aleve) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2013, the patient experienced chills (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding : vaginal"), menorrhagia ("abnormal bleeding : menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced breast pain (seriousness criterion medically significant), 24 days after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel/nickel allergy"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("waves of exhaustion/ fatigue"), urticaria ("hives"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysstasia ("low vitamin unable to stand/sit too long"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), the first episode of pruritus ("rashes or skin conditions type: itching of breast"), scar ("scarring"), the first episode of rash macular ("rashes/large spots on body - torso"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") with stress, disturbance in attention ("unable to concentrate"), acne cystic ("cystic acne") and hypotension ("low blood pressure") and was found to have vitamin d decreased ("low vitamin d"). In (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and muscle spasms (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid / reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), acne pustular (seriousness criterion medically significant), the second episode of rash macular (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), micturition urgency (seriousness criterion medically significant), weight loss poor (seriousness criterion medically significant), micturition disorder (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), rash pustular ("large painful pustules"), paraesthesia ("tingling in feet/ tingling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hepatic cyst ("gastrointestinal or digestive system condition type: cyst son my liver"), poor quality sleep ("unable to sleep"), fallopian tube spasm ("spasms in my tube"), abdominal distension ("extreme painful bloating"), abdominal pain ("extreme painful bloating/ abdominal pain"), the second episode of pruritus ("itching breast"), asthenia ("weakness"), burning sensation ("burning sensation") and myalgia ("muscle pain") and was found to have weight increased (seriousness criterion medically significant). The patient was treated with lansoprazole (prevacid), vitamin d nos (vitamin d) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breast pain, muscle spasms, urinary tract infection, paraesthesia and abdominal pain had resolved, the hypoaesthesia, menstruation irregular, pain in extremity, arthralgia, acne pustular, pain, back pain, the last episode of rash macular, gait disturbance, dysmenorrhoea, feeling abnormal, micturition urgency, weight increased, weight loss poor, micturition disorder, chills, lethargy and fatigue had not resolved and the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urticaria, female sexual dysfunction, anxiety, disturbance in attention, acne cystic, rash pustular, scar, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia, vitamin d decreased, fallopian tube spasm, abdominal distension, the last episode of pruritus, asthenia, burning sensation and myalgia outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, acne cystic, acne pustular, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, breast pain, burning sensation, chills, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, headache, hepatic cyst, hot flush, hypoaesthesia, hypotension, lethargy, menorrhagia, menstruation irregular, micturition disorder, micturition urgency, migraine, muscle spasms, myalgia, nausea, pain, pain in extremity, paraesthesia, poor quality sleep, rash pustular, scar, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased, weight increased, weight loss poor, the first episode of pruritus, the first episode of rash macular, the second episode of pruritus and the second episode of rash macular to be related to essure. The reporter commented: 2 rings of the device were seen at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: results: heterogeneous uterus probably representing fibroids. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: bilateral fallopian tube occlusion. Spinal x-ray - on an unknown date: suspect minimal 3 mm anterolisthesis l5-s1 with pars defect. Ultrasound pelvis - on (B)(6) 2013: results: 11 mm intramural mass. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uti, pain, hip pain, back pain, hives, bladder problems, fibroids". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet and medical record was received. Events added from pfs- muscle pain. Outcome of the event "pelvic pain, breast pain, spasms" was updated to recovered / resolved from not recovered / not resolved. Event outcome of the event "tingling, abdominal pain" was updated to recovered / resolved form unknown. Reporter information, medical history, concomitant drug date, lab data was added. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032281) on 21-oct-2013. The most recent information was received on 12-oct-2018. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint; 92 ¿ device not returned. Medical assessment: the reported medical events arenot indicative for a quality deficit per se. 3 further ae case reports have been received to date in relation to batch no. A06687, but none of those cases refer also to a similar adverse types of events. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic area so painful"), hypoaesthesia ("numbness in legs/ tingling in feet"), menstruation irregular ("horrible erratic periods/irregular periods"), pain in extremity ("aches in legs/leg pain/sham pain in feet, leg pain"), arthralgia ("aches in hips/sharp pain in hips"), acne pustular ("humungous pustule pimples on back, neck and face/pustule acne"), breast pain ("breast soreness/very painful breasts"), pain ("pain/serious pain/feel achy"), back pain ("chronic back pain/pain in back sometimes during bowel movement or urinate"), muscle spasms ("spasms in back/neurological conditions or problems type: muscle spasms, back spasm, spasms in my tubes"), the second episode of rash macular ("red dots on back and chest"), gait disturbance ("limping when walking"), dysmenorrhoea ("painful periods/labor pain with periods/dysmenorrhea (cramping)"), feeling abnormal ("feeling of being pregnant"), micturition urgency ("pressure to urinate all the time"), weight increased ("gained weight"), weight loss poor ("unable to lose weight"), micturition disorder ("have a lot of uti symptoms all the time but when she gets checked she does not have an uti"), chills ("hormonal changes describe: chills") and lethargy ("feel lethargic") in a 42-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone, appendectomy, hematuria and miscarriage. Concomitant products included diazepam (valium) and naproxen sodium (aleve). In (B)(6) 2013, the patient experienced chills (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding : vaginal") and menorrhagia ("abnormal bleeding : menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 24 days after insertion of essure, the patient experienced breast pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criterion medically significant), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysstasia ("low vitamin unable to stand/sit too long"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pruritus ("rashes or skin conditions type: itching of breast"), scar ("scarring"), the first episode of rash macular ("rashes/large spots on body - torso"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and muscle spasms (seriousness criterion medically significant). In 2013, the patient experienced urticaria ("hives"), anxiety ("psychological or psychiatric problems condition: anxiety") with stress, disturbance in attention ("unable to concentrate"), acne cystic ("cystic acne"), hypotension ("low blood pressure") and vitamin d decreased ("low vitamin d"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel/nickel allergy"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), acne pustular (seriousness criterion medically significant), the second episode of rash macular (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), micturition urgency (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), weight loss poor (seriousness criterion medically significant), micturition disorder (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), fatigue ("waves of exhaustion/ fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pustular ("large painful pustules"), headache ("migraines / headaches"), paraesthesia ("tingling in feet"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hepatic cyst ("gastrointestinal or digestive system condition type: cyst son my liver"), poor quality sleep ("unable to sleep"), fallopian tube spasm ("spasms in my tube"), abdominal distension ("extreme painful bloating") and abdominal pain ("extreme painful bloating"). The patient was treated with minocycline, ibuprofen, colecalciferol (vitamin d), lansoprazole (prevacid) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia, menstruation irregular, pain in extremity, arthralgia, acne pustular, breast pain, pain, back pain, muscle spasms, the last episode of rash macular, gait disturbance, dysmenorrhoea, feeling abnormal, micturition urgency, weight increased, weight loss poor, micturition disorder, chills, lethargy and fatigue had not resolved, the urinary tract infection had resolved and the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urticaria, female sexual dysfunction, anxiety, disturbance in attention, pruritus, acne cystic, rash pustular, scar, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia, vitamin d decreased, fallopian tube spasm, abdominal distension and abdominal pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, acne cystic, acne pustular, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, chills, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, headache, hepatic cyst, hot flush, hypoaesthesia, hypotension, lethargy, menorrhagia, menstruation irregular, micturition disorder, micturition urgency, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, poor quality sleep, pruritus, rash pustular, scar, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased, weight increased, weight loss poor, the first episode of rash macular and the second episode of rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: heterogeneous uterus probably representing fibroids. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6) 2013: 11 mm intramural mass. Cat scan and other tests do not show it could be anything else MRI, CT scan, x-rays, and blood work - they said the essure did not break. On (B)(6) 2013, changes consistent with tubal ligation and lobular, heterogeneous uterus probably representing underlying fibroids. On (B)(6) 2013, ultrasound pelvis revealed 11 mm intramural mass probably representing small leiomyoma. Findings were most consistent with simple dominant 14 mm left follicle. Quality-safety evaluation of ptc: final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint; 92 ¿ device not returned. Medical assessment: the reported medical events arenot indicative for a quality deficit per se. 3 further ae case reports have been received to date in relation to batch no. A06687, but none of those cases refer also to a similar adverse types of events. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 12-oct-2018: coding correction: event extreme painful bloating with meddra llt bloating split in to 1. Extreme painful bloating with medra llt bloating and 2. Extreme painful bloating with meddra llt abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032281) on 21-oct-2013. The most recent information was received on 15-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic area so painful"), hypoaesthesia ("numbness in legs/ tingling in feet"), menstruation irregular ("horrible erratic periods/irregular periods"), pain in extremity ("aches in legs/leg pain/sham pain in feet, leg pain"), arthralgia ("aches in hips/sharp pain in hips"), acne pustular ("humungous pustule pimples on back, neck and face/pustule acne"), breast pain ("breast soreness/very painful breasts"), pain ("pain/serious pain/feel achy"), back pain ("chronic back pain/pain in back sometimes during bowel movement or urinate"), muscle spasms ("spasms in back/neurological conditions or problems type: muscle spasms, back spasm, spasms in my tubes"), the second episode of rash macular ("red dots on back and chest"), gait disturbance ("limping when walking"), dysmenorrhoea ("painful periods/labor pain with periods/dysmenorrhea (cramping)"), feeling abnormal ("feeling of being pregnant"), micturition urgency ("pressure to urinate all the time"), weight increased ("gained weight"), weight loss poor ("unable to lose weight"), micturition disorder ("have a lot of uti symptoms all the time but when she gets checked she does not have an uti"), chills ("hormonal changes describe: chills") and lethargy ("feel lethargic") in a 42-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone, appendectomy, hematuria and miscarriage. Concomitant products included diazepam (valium) and naproxen sodium (aleve). In (B)(6) 2013, the patient experienced chills (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding : vaginal") and menorrhagia ("abnormal bleeding : menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 24 days after insertion of essure, the patient experienced breast pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criterion medically significant), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysstasia ("low vitamin unable to stand/sit too long"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pruritus ("rashes or skin conditions type: itching of breast"), scar ("scarring"), the first episode of rash macular ("rashes/large spots on body - torso"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and muscle spasms (seriousness criterion medically significant). In 2013, the patient experienced urticaria ("hives"), anxiety ("psychological or psychiatric problems condition: anxiety") with stress, disturbance in attention ("unable to concentrate"), acne cystic ("cystic acne"), hypotension ("low blood pressure") and vitamin d decreased ("low vitamin d"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel/nickel allergy"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), acne pustular (seriousness criterion medically significant), the second episode of rash macular (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), micturition urgency (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), weight loss poor (seriousness criterion medically significant), micturition disorder (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), fatigue ("waves of exhaustion/ fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pustular ("large painfulpustules"), headache ("migraines / headaches"), paraesthesia ("tingling in feet"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hepatic cyst ("gastrointestinal or digestive system condition type: cyst son my liver"), poor quality sleep ("unable to sleep"), fallopian tube spasm ("spasms in my tube"), abdominal distension ("extreme painful bloating") and abdominal pain ("extreme painful bloating"). The patient was treated with minocycline, ibuprofen, colecalciferol (vitamin d), lansoprazole (prevacid) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia, menstruation irregular, pain in extremity, arthralgia, acne pustular, breast pain, pain, back pain, muscle spasms, the last episode of rash macular, gait disturbance, dysmenorrhoea, feeling abnormal, micturition urgency, weight increased, weight loss poor, micturition disorder, chills, lethargy and fatigue had not resolved, the urinary tract infection had resolved and the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urticaria, female sexual dysfunction, anxiety, disturbance in attention, pruritus, acne cystic, rash pustular, scar, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia, vitamin d decreased, fallopian tube spasm, abdominal distension and abdominal pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, acne cystic, acne pustular, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, chills, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, headache, hepatic cyst, hot flush, hypoaesthesia, hypotension, lethargy, menorrhagia, menstruation irregular, micturition disorder, micturition urgency, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, poor quality sleep, pruritus, rash pustular, scar, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased, weight increased, weight loss poor, the first episode of rash macular and the second episode of rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: heterogeneous uterus probably representin fibroids. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6) 2013: 11 mm intramural mass cat scan and other tests do not show it could be anything else. MRI, CT scan, x-rays, and blood work - they said the essure did not break. On (B)(6) 2013, changes consistent with tubal ligation and lobular, heterogeneous uterus probably representing underlying fibroids. On (B)(6) 2013, ultrasound pelvis revealed 11 mm intramural mass probably representing small leiomyoma. Findings were most consistent with simple dominant 14 mm left follicle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5032281) on 21-oct-2013. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic area so painful"), hypoaesthesia ("numbness in legs/ tingling in feet"), menstruation irregular ("horrible erratic periods/irregular periods"), pain in extremity ("aches in legs/leg pain/sham pain in feet, leg pain"), arthralgia ("aches in hips/sharp pain in hips"), acne pustular ("humungous pustule pimples on back, neck and face/pustule acne"), breast pain ("breast soreness/very painful breasts"), pain ("pain/serious pain/feel achy"), back pain ("chronic back pain/pain in back sometimes during bowel movement or urinate"), muscle spasms ("spasms in back/neurological conditions or problems type: muscle spasms, back spasm, spasms in my tubes"), the second episode of rash macular ("red dots on back and chest"), gait disturbance ("limping when walking"), dysmenorrhoea ("painful periods/labor pain with periods/dysmenorrhea (cramping)"), feeling abnormal ("feeling of being pregnant"), micturition urgency ("pressure to urinate all the time"), weight increased ("gained weight"), weight loss poor ("unable to lose weight"), micturition disorder ("have a lot of uti symptoms all the time but when she gets checked she does not have an uti"), chills ("hormonal changes describe: chills") and lethargy ("feel lethargic") in a (B)(6) female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone, appendectomy, hematuria and miscarriage. Concomitant products included diazepam (valium) and naproxen sodium (aleve). In (B)(6) 2013, the patient experienced chills (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding : vaginal") and menorrhagia ("abnormal bleeding : menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 24 days after insertion of essure, the patient experienced breast pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criterion medically significant), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysstasia ("low vitamin unable to stand/sit too long"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pruritus ("rashes or skin conditions type: itching of breast"), scar ("scarring"), the first episode of rash macular ("rashes/large spots on body - torso"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), pain (seriousness criterion medically significant), back pain (seriousness criterion medically significant) and muscle spasms (seriousness criterion medically significant). In 2013, the patient experienced urticaria ("hives"), anxiety ("psychological or psychiatric problems condition: anxiety") with stress, disturbance in attention ("unable to concentrate"), acne cystic ("cystic acne"), hypotension ("low blood pressure") and vitamin d decreased ("low vitamin d"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel/nickel allergy"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), menstruation irregular (seriousness criterion medically significant), acne pustular (seriousness criterion medically significant), the second episode of rash macular (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), micturition urgency (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), weight loss poor (seriousness criterion medically significant), micturition disorder (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), fatigue ("waves of exhaustion/ fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pustular ("large painful pustules"), headache ("migraines / headaches"), paraesthesia ("tingling in feet"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hepatic cyst ("gastrointestinal or digestive system condition type: cyst son my liver"), poor quality sleep ("unable to sleep"), fallopian tube spasm ("spasms in my tube") and abdominal distension ("extreme painful bloating"). The patient was treated with minocycline, ibuprofen, cholecalciferol (vitamin d), lansoprazole (prevacid) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia, menstruation irregular, pain in extremity, arthralgia, acne pustular, breast pain, pain, back pain, muscle spasms, the last episode of rash macular, gait disturbance, dysmenorrhoea, feeling abnormal, micturition urgency, weight increased, weight loss poor, micturition disorder, chills, lethargy and fatigue had not resolved, the urinary tract infection had resolved and the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urticaria, female sexual dysfunction, anxiety, disturbance in attention, pruritus, acne cystic, rash pustular, scar, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia, vitamin d decreased, fallopian tube spasm and abdominal distension outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, acne cystic, acne pustular, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, chills, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube spasm, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, headache, hepatic cyst, hot flush, hypoaesthesia, hypotension, lethargy, menorrhagia, menstruation irregular, micturition disorder, micturition urgency, migraine, muscle spasms, nausea, pain, pain in extremity, paraesthesia, poor quality sleep, pruritus, rash pustular, scar, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d decreased, weight increased, weight loss poor, the first episode of rash macular and the second episode of rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2013: heterogeneous uterus probably representing fibroids. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion ultrasound pelvis - on (B)(6) 2013: 11 mm intramural mass cat scan and other tests do not show it could be anything else MRI, CT scan, x-rays, and blood work - they said the essure did not break. On (B)(6) 2013, changes consistent with tubal ligation and lobular, heterogeneous uterus probably representing underlying fibroids. On (B)(6) 2013, ultrasound pelvis revealed 11 mm intramural mass probably representing small leiomyoma. Findings were most consistent with simple dominant 14 mm left follicle. Quality-safety evaluation of ptc: final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ manufacturing review. No results available since no evaluation performed. Unable to confirm complaint; 92 ¿ device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. 3 further ae case reports have been received to date in relation to batch no. A06687, but none of those cases refer also to a similar adverse types of events. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received - reporter information updated. Patient details updated. Product information updated. New events hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, hives, apareunia, anxiety, disturbance in attention, pruritus breast, cystic acne, pustule, scarring, red spot on whole body, bladder problem, urinary disorder, migraines, headaches, nausea, extreme painful bloating, muscle spasms, paraesthesia, painful feet, dyspareunia, uterine leiomyoma, hepatic cyst, poor quality sleep, hypotension, alopecia, dysstasia , vitamin d decreased, fallopian tube spasm were added. Treatment drugs were added. Lab data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.